Manufacturer narrative:
(B)(4). 8 pieces of representative samples and 2 photos from the customer were returned for investigation. Based on the complaint description, it was reported that the user has experienced twice that a balloon has popped from the same package two times while the catheter was in the urethra. Investigation was performed on the representative samples by inflating the balloon. After 30 minutes, the sample could stay inflate with no issue leak or burst. The catheter was also observed to have no issue during deflation. Balloons able to be inflated with water without any issue. Burst/leak balloon may happen due to several reasons such as in contact with sharp object during use i.e. Contact with clamper, kidney dish/tray, overinflating or contact with contradict lubricants such as oil based antiseptic phenols or their derivatives, grease, petroleum jelly, petroleum spirit, paraffin or other relative compounds. Balloon could also burst/leak because of balloon had encounter bladder or kidney stone during use for patient with bladder or kidney stone history. Based on the 2 photos provided from the customer, brownish stain was observed at the tip and balloon area of the catheter. Further investigation on the photos cannot be done as the photos provided not really clear. Based on literature, salty like sediment could also possibly lead to balloon tear. Refer to figure 1 below adopted from an article from robinson j (2003): deflation of a foley catheter balloon, nursing standard which stated that encrustation stick on the catheter balloon may be break into small particles and scratch the catheter surface and patient urethra resulting into bleeding, scarring or trauma. In our current standard operating procedure, the raw balloons are subjected to 100% visual inspection and any defective raw balloon will be culled out before sent to the next process. Upon completion of assembly process, the finished catheter will be again subjected to 100% balloon inspection and 20 minutes leak test. Catheter with defective balloon will be culled out during this process. Burst/leak balloon could happen due to several reasons. However, based on the representative samples returned, no burst or leak issue observed, therefore this complaint is not confirmed.

Event description:
Reported issue: the balloon, from the same package, popped twice while the catheter was in the urethra. No injury reported.

Event description:
Reported issue: the balloon, from the same package, popped twice while the catheter was in the urethra. No injury reported.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.